Event description:
It was reported that the pulse generator exhibited multiple ventricular noise reversions. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: analysis normal. Device interrogated for four consecutive days and no noise was reproduced. No set screw anomaly was noted and set screw tightened pin within required torque specification. No anomaly was found.